Event description:
It was reported that the mesh was explanted. There were four (4) holes in the bowel. Mesh was implanted in 2004 and explanted nineteen days later in 2005.

Manufacturer narrative:
The subject product has not been returned for evaluation. Therefore, no conclusion can be drawn.